Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process. Mwr-(B)(4) submitted for adverse event which occurred on (B)(6) 2010. Mwr-(B)(4) submitted for adverse event which occurred on (B)(6) 2016.  Mwr-(B)(4) submitted for adverse event which occurred on (B)(6) 2016. Mwr-(B)(4) submitted for adverse event which occurred on (B)(6) 2016. Mwr-(B)(4) submitted for adverse event which occurred on (B)(6) 2018.

Event description:
It was reported by an attorney that the patient underwent incisional hernia repair surgery on (B)(6) 2004 and mesh was implanted. It was reported that on (B)(6) 2010 the patient underwent an exploratory laparotomy during which the surgeon noted purulent discharge from abscess at the right groin area, the previously placed mesh was friable, and pieces of the mesh were adhered to the surrounding infected tissues. Portions of the mesh were cut from the surrounding tissues accordingly. It was reported that the patient underwent an incision and drainage surgery on (B)(6) 2016. It was reported that the patient underwent surgeries to drain abscess, excise scar tissues and sinus tracts at his right groin area on (B)(6) 2016. It was reported that the patient underwent removal surgery on (B)(6) 2018 due to a recurrent right inguinal sinus track. It was reported that the patient experienced severe pain, infection, fistula, swelling and drainage of abscess at his right lower abdominal and groin area. No additional information was provided.